Event description:
It was stated that the customer passed away after experiencing a diabetic coma. It was stated that the customer was wearing the insulin pump at the time of death. The customer's wife agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made.